Event description:
Boston scientific received information that this patient implanted with this implantable cardioverter defibrillator (ICD) system presented to the emergency room complaining of vibrations in her pocket. A chest x-ray revealed both leads had dislodged due to the patient's twiddler syndrome. Both leads were explanted as the atrial lead had dislodged back to the suture sleeve and the ventricular lead had tissue stuck in the helix. The same device was used, however the physician used a parsonnet pouch to keep it secured. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. A visual observation confirmed some damage to the lead body that was both procedurely induced as well as damage that is consistent with twiddlers. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was cofirmed the allegation of the patient being a twiddler as the lead body was slightly twisted.

Manufacturer narrative:
A new atrial and ventricular lead were implanted. Should the returned leads be returned for analysis, this report will be updated.